Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were scissoring. It is unknown if the device was used on a cholangiogram. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4) batch # = m93269. The analysis results found that the er320 device was received in good visual condition. In addition, 2 clips malformed were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.